Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors (mcs) tip cover mcs instrument slipped towards the tip of the mcs instrument, exposing the orange labeling on the instrument. Reportedly, the mcs instrument was out view; however, when the instrument was back in view, the tip of the mcs instrument was observed dangling by the wire. Pieces of the orange part on the instrument broke off and fell into the patient. The surgeon cut the wires on the instrument and the broken instrument pieces were retrieved from the patient. Reportedly, the instrument's shaft detached from the blue housing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover was returned and evaluated. Engineering evaluation found that the tip cover had a .150 long tear at the distal end opening. The tear was in the axial direction and was through the entire thickness of the silicone. There were a couple of other partial tears/gouges in the tip cover's silicone section. No other was damage found. The monopolar curved scissors instrument instrument used in conjunction with the tip cover was also returned. Refer to MFR report 2955842-2013-02850. On (B)(4) 2013 intuitive surgical, inc.(isi) contacted the surgeon who performed the surgical procedure. The surgeon indicated that after completing the colpotomy portion of the da vinci hysterectomy procedure, she observed that the wrist on the mcs instrument was at a 90 degree angle. When she attempted to straighten the wrist on the mcs instrument prior to removal, the wrist did not move. In an effort to trouble shoot the issue, she used another laparoscopic instrument to attempt to straighten the instrument's wrist; however, the issue persisted. The mcs tip cover installed on the mcs instrument was observed to have slipped towards the tip of the instrument and the tube extension was broken. The decision was made to cut the cables at the instrument's wrist to allow for removal of the instrument. Pieces of the orange labeling on the tube extension flaked off and fell into the patient's abdomen. The orange flakes were removed laparoscopically and the tip of the mcs instrument was removed vaginally. The patient's abdomen was copiously irrigated to ensure that no fragments from the instrument remained in the patient. Prior to closure of the patient, the surgeon reinspected the patient's abdomen. There were no remaining fragments from the instrument. The surgeon indicated that the patient had a 700 gram uterus and had fibroids. The mcs instrument was used extensively during the surgical procedure; however, no malfunction of the mcs instrument or tip cover occurred while in use. In addition there were no issues noted prior to use of the instrument. The surgeon indicated that there was no harm to the patient and 3 weeks post op, the patient was found to be recovering well. This complaint is being reported due to the following conclusion: the mcs tip cover accessory slipped towards the tip of the mcs instrument while installed on the mcs instrument. Recurrence of the reported failure mode could likely cause or contribute to an adverse event, if the failure mode were to recur.